Event description:
The clinician reports the implant was inserted 2024-(b)(6) in ADA 5. Details of surgery: Implant surface not completely covered with bone. On 2026-(b)(6), loss of osseointegration was verified. Patient presented with bone type III. The device was forwarded to the manufacturer. At the event the patient experienced: Pain, Mobility and Bleeding. No further patient complications were reported.